Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 316 mg/dl. Troubleshooting did not occur as the customer was at school. Customer was advised to change out their infusion set as soon as possible. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.